Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was stated that the customer was not receiving his basal rates because the clock on the insulin pump was malfunctioning. It was also stated that the customer experienced a brain hemorrhage.